Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, moisture was observed behind the display lens. During testing, the pump powered on with appropriate audible tones; however, the display screen remained blank and no vibratory alerts were emitted. The black box data could not be downloaded for review due to moisture damage. Further adequate investigation could not be completed due to issues related to moisture ingress.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was alleged that the alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.